Event description:
Reportable based on device analysis completed on 29may2024. It was reported that visualization issues occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion, but a black out image issue occurred during the procedure. The procedure was completed with another of the same device. The patient was fine, and no complications were reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window and drive cable were twisted. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140 cm from the distal housing.